Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and minicap." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.